Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting beeping. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting beeping. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement. This ICD remains in service. No adverse patient effects were reported. Information was later received that this ICD was explanted and successfully replaced. There is no indication this device will be returned for analysis.

Manufacturer narrative:
This report contains a correction to field h6, device codes, to include audible noise.

Manufacturer narrative:
This report contains a correction to field h6, device codes, to include audible noise. The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting beeping. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement. This ICD remains in service. No adverse patient effects were reported. Information was later received that this ICD was explanted and successfully replaced. No additional adverse patient effects were reported.